Event description:
The following information was provided: report of worn bushings on right hmrs distal femur. I don¿t have previous usage though seeking it. Planning submission of a custom request. Will advise of custom info or further info at a future point. Right side.